Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. The aortic neck was 4 cm long and the iliac artery morphology was not reported. It was reported that the left internal iliace artery was occluded. The stent graft were implanted and ballooned. One month post stent graft implant, the pt presented with right leg claudication and no femoral pulse. An angiogram confirmed that the right limb of the stent graft had thrombosed and it appeared that the right limb was being compressed by the left limb within the neck of the aneurysm, therefore, a left to right fem-fem bypass was successfully performed. Recently, it was reported the contralateral limb was found to have come out of the gate, but was firmly attached distally. Endovascular repair of the limb separation was planned; however, that was not successful and the stent graft was explanted.

Manufacturer narrative:
Conclusions: use error contributed to event (poor component overlap). The explanted stent graft system was rec'd by medtronic, its analysis has been completed. The device was explanted during surgical conversion due to separation of the contralateral limb from the gate. At 5 weeks post stent graft implant, the pt complained of right leg claudication, and was found to have an occluded right (ipsilateral) graft limb; reported as possibly caused by compression from the left limb within the aortic neck. A left-to-right fem-fem bypass was performed, restoring blood to the right leg. It was recently reported that, the contra limb had become detached from the gate, and was floating freely proximally (the distal end was firmly attached to the iliac artery). The pt was successfully converted to open repair. Details related to this limb detachment event were not reported; recent pt follow-ups (if any) and the explant operative report were not made available. Medtronic rec'd films which were evaluated by an independent contracted physician, and the following interpretation was provided: there is limb dislocation due to poor initial overlap of modular components. The kub eleven days post-op demonstrates less one cm of overlap between the main body and contralateral limb; the markers should have been placed at the top of the gate rather than the bottom of the gate.from the examination of the graft, the exact cause of the contra limb separation from the bifurcate cannot be determined. It is likely that the distal contra limb fractures and associated three spring abrasion holes observed at the area of the graft kink occurred after the limb separation, and were possibly caused by the proximal limb end free-floating within the aneurysm sac. Also, no endoleaks were reported in this area.